Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) lead pacing measurement of greater than 2500 ohms. Additionally, there were several stored episodes with observations of noise that was a result of the unipolar programming. Technical services recommended to bring the patient and to perform lead testing and isometrics. At this time this pacemaker and other manufactures ra lead remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to include a conclusion code update.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Manufacturer narrative:
Patient code 3191 captures the surgical intervention. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
Additional information was received that this device was explanted and replaced.